Manufacturer narrative:
(B)(4). Date sent 1/30/2026. D4 batch #642d97. Investigation summary: the product was returned for thorough evaluation, which included visual inspections and functional testing of the returned device. Visual analysis of the returned sample determined that one ec60a device was returned with the jaws and closure trigger in the closed position. Also, the knife was noted partially advanced, the red manual knife reverse button was activated and the knife returned to the home position as expected and no reload was received. The returned device and a test reload were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. The event reported was confirmed and it is related to improper use of the device. It should be noted that when using the reverse button ensure that the knife is fully back on its home position, if the knife remains advanced the device jaws would not open. Please reference the instruction for use for more information. The event described of would not fire could not be confirmed as the device performed as intended and it opened and closed without any difficulties noted. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 642d97, and no non-conformances related to the reported complaint condition were identified.

Manufacturer narrative:
(B)(4) date sent: 1/20/2026 d4: batch #unk h4: the device manufacture date is currently not available. Additional information was requested, and the following was obtained: was there any difficulty opening the device jaws? / yes if yes, what steps were taken to open the jaws. / remove the device without opening it if the jaws could not be opened, how was the device removed/ the device never had tissue inside the jaws, so it was removed without opening them since they were never opened. Did the device close? / the device was always closed was the device difficult to close on the tissue/ it didn't work because it never opened after being inserted into the trocar. Did the device deliver any staples? No if yes, were the staples formed properly? / it couldn't be activated, so no staples formed what was the appearance of the deployed staples (b-formed, malformed, goal post/legs straight)?/ it couldn't be activated, so no staples formed were there staples missing from the staple line? / it couldn't be activated, so no staples formed did the device cut? / no if yes, was the cut line complete? If yes, was there any issue with the cut line. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a cholecystectomy procedure, it was observed that the device was not working; and that it jammed and was stuck inside the cavity as they tried to open it to place the tissue. There was no patient consequence nor surgical delay reported. No additional information provided.